Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed.  Upon investigation, the monitor's response buttons were intermittently non-functional and there was contamination found on multiple components of the ca board. The root cause for the intermittent response buttons was that the back response button cable was creased. The root cause of the creased cable cannot be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the defective monitor.

Event description:
During investigation of the monitor sn (B)(4) for an unrelated issue, a reportable malfunction was found. The monitor's response buttons were intermittently non-functional.